Event description:
The customer reported that the monitor on the 6800 system would intermittently lose images. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The connections, boards, and cooling fans were cleaned. The system was tested and operates as intended.